Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was reported that the right atrial (ra) epicardial lead was plugged into the right ventricular (rv) port and exhibited loss of capture and high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.